Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent altitude alarms after the customer had showered while wearing the pump and additionally after the customer had delivered a bolus with the pump. Customer's blood glucose ranged from 153 mg/dl to approximately 180 mg/dl. Reportedly, the customer was able to reload the existing cartridge, clear the alarm, and resume insulin therapy.